Event description:
It was reported that on (B)(6) 2024, after the instruments had gone through the decontamination process, it was noticed that there were several instruments that were damaged and were not able to be used anymore. 1. Replacement screw for insertion guide this item was a connection screw for the proximal humerus drill guide attachment. The screw was lost and unable to be found. 2. Rad aiming arm/frn piriformis fossa this was an aiming arm attachment for the frna. One of the plastic flaps that locks the drill sleeve in place was broken. 3. Cannulated 4.0mm hexagonal screwdriver this item was a calculated screwdriver and the tip of the screwdriver was stripped. 4. 4.0mm hexagonal screwdriver this item was a solid 4 mm hex screwdriver. This screwdriver had rust and where on the handle. 5. 2.7/3.5mm depth gauge 0 to 60mm this item was a depth gauge and the tip of this death gauge broke off. There was no patient involvement with these items. It was unknown how they were damaged or when they were damaged. This report is for a cannulated 4.0mm hexagonal screwdriver.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the hexagonal tip was stripped. The observed condition was identified as an end-of-life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event-related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country-specific IFU for information related to end-of-life, reprocessing instructions, and inspection procedures. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the scrdriver-hex-cann f/cannscr ø6.5+7.3 would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): product code:: 314.050 lot number: 1844424 release to warehouse date: 06. Mar.2008 manufacturing site: werk hägendorf. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received states that no surgical delay, no surgery involved, and no medical intervention required.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d10 h3, h6: if information is obtained that was not available for the initial medwatch, a follow-up.